Event description:
In 2009, the lay user/patient contacted lifescan alleging she could not get a reading on the one touch ultra easy meter. The medical surveillance specialist wrote follow up questions to the technical service representative (tsr) to ask the patient. The patient said, she could not test herself on the evening of the event day at around 7pm. She said she felt weak at that time. She said did not take any food or additional insulin at that time and lost consciousness shortly afterward. She alleges her son called emergency services, and she was taken to the hospital. The patient says, the nurse tested the patient's blood sugar and obtained a result of 20 mg/dl at the hospital. She says, she stayed at the hospital for a few hours and had IV glucose treatment for about 2 to 3 hours. The patient says her diabetes is unstable and she tests herself often about 9 times per day. She takes insulin from a pump and bases her food intake and timing on her meter readings. The patient did not say how she adjusts her insulin based on meter readings or give detail about how she eats based on the readings. She did say that she sometimes has the symptoms she experienced that day but did not say how frequently. It was determined during the troubleshooting telephone call, the patient's testing technique was correct. The issue was not resolved after retesting and the test strip completely drew in the same. This complaint is being reported because, the patient alleges she was not able to obtain a reading, did not treat herself, lost consciousness shortly after and received treatment form emergency services.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.